Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported "a few wafers with the stoma opening being off center and 1 was as much as 1/32nd inches from the edge." The wafers were not used. No further information or photograph was provided.